Manufacturer narrative:
(B)(4)

Event description:
It was reported the camera head non-ac hd560h had no image. There was a delay of surgery that lasted less then 30 minutes. A backup device was available and used to complete the procedure. There were no patient injuries reported.

Manufacturer narrative:
Device investigation narrative - complaint of video output failure was confirmed. Product failed functional testing with blank image on live video out. Cause of video failure is defective cable interface pcb. Product passed functional testing with a known good cable interface pcb installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. A review of the device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution on october of 2015. No containment or corrective actions are recommended at this time. Device returned for evaluation. Date received by manufacturer. Device evaluated by the manufacturer.

Manufacturer narrative:
Device investigation narrative - the subject device was not returned for evaluation to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Factors which could have contributed to the reported event include a defective or damaged interface cable. Manufacturing records show that the device was released to distribution on october of 2015 with no non-conformances or discrepancies. There are no indications to suggest that the product did not meet manufacturing specification when released to distribution. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.